Event description:
Boston scientific received information that this patient received anti tachy pacing and six inappropriate shocks due to supraventricular tachycardia (svt) which exhausted therapy. It was determined that the rhythm ID did not identify the arrhythmia as supraventricular resulting in the inappropriate shocks. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service. No further information is available. This report will be updated if more information becomes available.